Event description:
It was reported that the patient's spinal cord stimulation lead exhibited high impedances. The patient underwent a lead revision procedure where the lead was replaced.

Event description:
It was reported that the patients spinal cord stimulation lead exhibited high impedances. The patient underwent a revision procedure where the lead was replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear fixation, upn: m365sc43180, model: sc-4318, serial: n/I, lot: 25603885. The returned lead was analyzed; visual and x-ray inspection revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exits the clik x anchor resulting in the reported complaint. The clik x anchor was not returned with the lead for analysis by the medical facility. Based on all available information, engineers concluded that the high impedance measurements were caused by a lead fracture. The lead became bent after exiting the clik x anchor which exposed the bent location to excessive mechanical force or movement that caused the lead cables to fracture.